Manufacturer narrative:
Section d information references the main component of the system and other applicable components are: product ID 37742 lot# serial# (B)(4) implanted: (B)(6) 2008 explanted: product type programmer, patient product ID 39565-30 lot# serial# (B)(4) implanted: (B)(6) 2008 explanted: product type lead product ID 37752 lot# serial# (B)(4) implanted: explanted: product type recharger. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
A consumer reported that they had a loss of therapeutic effect and an implantable neurostimulator (ins) overdischarge was suspected. The patient had a loss of stimulation. The patient¿s ins stopped working and the ins had been having trouble for two years. The patient was not able to charge anymore and the ins would not pick up the signal. The ins had been this way for over a year and a half prior to (B)(6) 2014. They were unable to turn on the stimulation. The patient noted that in 2013 the therapy wasn¿t covering their symptoms so they stopped using it. Additional information received from a medwatch form reported that the patient¿s implantable neurostimulator (ins) helped with pain for the first 2 years after implant and then began to fail to work. The ins had not worked since 2012 and the patient had severe head, hip, and leg pain from the implant site. The patient noted that they were unable to function on a daily basis like they used to and could not stand or sit for long periods of time. Their pain level was excruciating at times but they were not taking anything besides over the counter medication. The patient noted that they have had issues since the device was implanted and wanted the device removed but had not found a surgeon that was willing to remove it. The patient was implanted for failed back surgery syndrome.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.